Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2018-02846 and 1627487-2018-02847. The manufacturer is unable to determine which lead is liable thus all leads are reported. It was reported the patient underwent a permanent implant procedure on (B)(6) 2018 and the patient experienced a wet tap during the implantation of one of the leads. The patient remained in the hospital for 23 hour observation. No other precautionary measures were undertaken.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2018-02846 and 1627487-2018-02847. The manufacturer is unable to determine which lead is liable thus all leads are reported. Follow up information identified the patient did not experience a headache during the observation period. The patient is receiving effective stimulation.